Event description:
It was reported that during a procedure for a perforated appendix the ultrasonic scalpel "failed even before it touched the patient." The device would not pass the initial testing. The procedure was switched to an open procedure and the device was replaced with another scalpel. No patient injury was reported.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. The serial number and lot number were not provided either so the manufacture date and expiration date of the device are unknown. The ultracision harmonic scalpel generator 300 system user manual states: "if using shears, ensure jaws are open and not in contact with any objects during pre-run test." The generator g11 operator's manual states: "activate instrument for 2 seconds to run test. If using shears, open jaws during test." Sss's instructions for use states: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." Since the device was not returned for an investigation, a root cause could not be determined. However, one potential root cause is the jaws of the device were closed during testing. The reported event is not occurring more frequently or with greater severity than is usual for the device.